Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the t2 fell off. No patient injuries were reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device returned. The IFU and chartstik labels were returned. The device was returned inside an open tyvek pouch. The split cannula was protecting the needle. There were no t's returned. There was a partial segment of suture returned. The depth limiter was attached and was trimmed unusually short; back beyond the inner blue-green needle sheath. The needle was slightly twisted toward the right. The actuator was found not fully forwarded. Twisting or bending of the needle track may encourage release of t when not intended. Twisting or bending of the needle track can interfere with advancement and release of t's.